Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The prime test could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 72mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.